Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that only the backlight was displaying on the receiver screen on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. A review of the receiver data log found hardware errors. A screen error alarm was observed on the incident date. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on 03/27/2015.